Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that during a stent graft deployment procedure to treat anastomosis of a graft in the left upper extremity, the stent graft allegedly failed to deploy. Another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one flair stent graft was returned. The stent graft was returned partially deployed approximately 1.5mm from the tip of the outer catheter. Stretching of the outer catheter was observed approximately 54mm from the strain relief. Based on the returned sample condition, the investigation is confirmed for partial deployment. It is unknown if the user flushed prior advancement/deployment or whether the patient anatomy was tortuous. Lack of flushing and tortuous anatomy could contribute to deployment issues. However, the definitive root cause is unknown. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during a stent graft deployment procedure to treat anastomosis of a graft in the left upper extremity, the stent graft allegedly failed to deploy. Another device was used to complete the procedure. There was no reported patient injury.